Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the mm.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in procode and PMA/510k. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2023).

Event description:
It was reported that post port device placement in the right thoracic vertebra through the right internal jugular vein, air bubbles were allegedly found when aspirating blood. The device was removed and replaced. There was no reported patient injury.